Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use. The white tether wire was unbundled. The stainless wire had been retracted through the septum on the t-lock extension set and the wire was bent at the proximal end of the septum. There was a break in the polyimide tubing 1.9 cm from the distal tip. A microscopic examination revealed that the epoxy tip and all magnets were present. Four kinks were observed in the section of polyimide tubing proximal to the break site. The break in the polyimide tubing coincided with the break in the core wire. The break was located near the adjoining ends of the magnets. The wall thickness of the polyimide tubing was within specification. It was reported that resistance was noted during insertion. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during PICC insertion, rn met resistance threading. Rn attempted to advance catheter and was unable to insert further with approximately 21cm in, 15cm out of introducer. Rn repositioned patient and met resistance again and was unable to further advance catheter. Rn pulled sherlock stylet out of catheter and noticed a 90 degree bend 2cm from the tip. Insertion attempt was continued with nitinol wire but would not advance either. Catheter left in and patient referred to ir for line placement.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev2057 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC insertion, rn met resistance threading. Rn attempted to advance catheter and was unable to insert further with approximately 21cm in, 15cm out of introducer. Rn repositioned patient and met resistance again and was unable to further advance catheter. Rn pulled sherlock stylet out of catheter and noticed a 90 degree bend 2cm from the tip. Insertion attempt was continued with nitinol wire but would not advance either. Catheter left in and patient referred to ir for line placement.